Event description:
It was reported that during a thyroidectomy procedure, the white powdery substance was flaking off while device was activated. A new device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.